Event description:
It was reported that when attempting to interrogate an Implantable Cardioverter Defibrillator (ICD), an error message was displayed stating no telemetry with device. It was noted that that the ICD appeared when searching for the device, however when selecting continue, the error message was displayed. It was also observed that there was a red symbol next to the base in the upper part of the screen during interrogation. No patient complications have been reported as a result of this event. Application version: 4.5.2 Host tablet OS Version: 18.6.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.